Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The date that the patient first started experiencing the infection was unknown. It was reported that the patient's infection was resolved.

Manufacturer narrative:
Other applicable components are: product ID: 3888-56, lot#: va16ylp, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot#: va16ylp, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-45, lot#: va124xu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-45, lot#: va124xu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from patient with an implantable neurostimulator (ins). It was reported that the patient had an infection at the extension connection site. It was reported that the patient hadn¿t showed up for their post-op appointments to have their staples removed and was not compliant in taking antibiotics after surgery. The system was explanted on (B)(6) 2017. Cultures of the infection were taken during the explant. No further complications are anticipated.